Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, risk management review, and a review of escalation actions could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a procedure, an arthroscopy hook broke in two pieces, leaving one part in the patient that had to be retrieved with an additional incision. The instrument was in a tray with a majority of s&n instruments; however, it is unknown which specific instrument broke. Backup device was available to complete the procedure. No delay and no patient complications were reported.